Event description:
The customer stated that she was treated by the paramedics due to her blood glucose levels dropping to 25 mg/dl. The customer stated that she was having lunch, and she accidently entered the wrong blood glucose reading for the bolus wizard. Troubleshooting was performed and the insulin pump programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.